Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Conclusions - root cause: according to the physician, the likely root cause of the reported event of lens vaulting was related to a wound leak. (B) (4).

Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the left eye. One week postoperatively, the pt noticed a sudden decrease in uncorrected distance vision. Upon examination, the lens had vaulted anteriorly. Lens repositioning was attempted, but not successful and the lens was exchanged for another crystalens. The pt's prognosis is excellent. The surgeon attributed the lens vaulting to a possible wound leak.